Manufacturer narrative:
The pump was programmed and monitored for one day. No blank display or battery out limit alarms were noted. All operating currents were within specification. The off no power alarm functioned properly, and no unexpected low battery alarm was noted. The pump passed the self test. However, the pump had cracked battery tube threads and a cracked reservoir tube lip. No damage was noted on the isolation tape on the lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer attempted to change batteries and received a low battery alarm and then display screen went blank. Customer's blood glucose was between 402 mg/dl and 403 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen returned momentarily and went blank again. Customer was advised that insulin pump would be replaced.